Manufacturer narrative:
Confluent surgical attempted to contact the physician through e-mail, phone and in person regarding his statement that his pt developed infections after various surgical procedures in which duraseal was used. The physician was unwilling to discuss the alleged incident and; therefore, the incident cannot be confirmed. Bench- top testing has shown that duraseal does not support microbial growth.

Event description:
At the confluent surgical booth during aans, dr stated that he had infections in his pts after various surgical procedures that involved the use of duraseal. Dr then left the area without answering any questions. Confluent surgical attempted to contact dr through email, phone and in person. He was unwilling to discuss the alleged incident.